Manufacturer narrative:
The patient consulted a clinician and presented with a mild itch, broken skin and blisters. The physician prescribed triamcinolone acetonide cream to apply to the affected area. The patient was provided with a different type of electrode to continue enrollment. Per patient user guide sup546, patients are provided warning statements regarding electrode skin irritation. Patients are instructed to contact lifewatch services customer support prior to using the mct 3l monitoring system if they have known allergies to nickel or other metals. The patient is also informed in the user guide that if they develop skin irritation they should contact their healthcare professional. The IFU located on the pouch states the electrodes are hypoallergenic and an electrode is to be worn for less than 72 hours. The electrodes are also pvc and latex free. The electrode supplier has not undergone changes in the production process or raw materials and meet requirements for skin sensitivity / cytotoxicity / irritation. No additional information is known to lifewatch services, inc. At this time.

Event description:
Patient communication of consulting a healthcare professional due to broken skin blisters and irritation where medication was prescribed (triamcinolone acetonide).